Event description:
On 07/12/06, nellcor puritan bennett rec'd a report of inflation issue on a hi-lo endotracheal tube. The caller reported that after intubation, the cuff would not inflate. The caller reported having to re-intubate the pt. The caller reported that it was unknown whether the endotracheal tubes had been pre-tested. The caller reported that the endotracheal tubes had been discarded. This report is associated to the third occurrence on MFR# 2936999-2006-00684.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this report is not available for eval.